Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal end of the stent was damaged and bunched distally along the balloon. The od (outer diameter) of the undamaged portion of the crimped stent was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a kink in the shaft polymer extrusion at the guidewire exit port. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed, 38x3.0mm, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.5mm balloon catheter resulting to 70% residual stenosis, a 38 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.